Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set fell off during use event on (B)(6) 2024. The infusion set had been used for 3 days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.